Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an error code related to oscillator mismatch. This device was in storage mode and was scheduled for device replacement. The device was later explanted. This tachy device is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was returned and carefully examined. Microscopic visual inspection revealed an arc mark on the edge of the device case. Likewise, x-ray showed plasma fuse to be open. Review of the memory log found that the device recorded multiple faults. The device was interrogated and verified that the device was in safety mode due to a system fault for an oscillator mismatch which occurred after the device recorded the shorted lead. Shorting of the lead to the case during a charge is known to cause internal damage. Laboratory analysis confirmed the allegation.